Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): under infusion: the pump was sent here to the (B)(6) with the admin set and bag (of gelofusine) still attached. At the workbench the pump was tested at the same rate and volume settings are prescribed in the attached nurse's report, and under-delivered. A new admin set was then fitted, and the pump delivered correctly. The original set was then re-fitted, and using the same settings the pump once again under-delivered. Ref: MFR 9610825-2014-00067.